Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - 12/07/2012 - received confirmation per sales rep (pat ryan) the part was not left in patient. Examination of the returned devices confirms the reported instrument breakage in the form of tab fracture. A search of the complaints databases has identified a trend of this issue, reference (B)(4). Evaluation by depuy metrology, materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on (B)(4) 2013 for all lots of the (B)(4) product code manufactured since 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. (B)(4) design validation was implemented on (B)(4) 2013. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The root cause is attributed to design. Monitor through trend analysis (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Reclaim remer shaft tip broke off during surgery (the two metal pieces where reamer connects). One piece was found, but the other was not. Also, the 105mm trial post inner screw head broke off and was retrieved.